Event description:
The customer called for help with the contour system. She performed a control test during the call and received a result of 355mg/dl. The approximate normal control range was 105-145mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.